Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual examination of the connector noted cautery marks were present. Visual examination of the connector noted blood ingress/body fluid. Correction: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). The sensing configuration was adjusted. Later that day, a lead integrity alert (lia) triggered for high rate non-sustained episodes and short ventricular intervals. Stored electrograms (egm) showed possible twos and lead noise oversensing. R-waves were also noted to have decreased since the lead was reprogrammed. A few days later, noise and twos were observed again and the patient had been inappropriately shocked, possibly due to lead fracture. The lead was capped and replaced with a pacing lead. The shocks had severely depleted the cardiac resynchronization therapy defibrillator (crt-d) battery. The device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) due to the premature battery depletion and unexpected longevity. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). The sensing configuration was adjusted. Later that day, a lead integrity alert (lia) triggered for high rate non-sustained episodes and short ventricular intervals. Stored electrograms (egm) showed possible twos and lead noise oversensing. R-waves were also noted to have decreased since the lead was reprogrammed. A few days later, noise and twos were observed again and the patient had been inappropriately shocked, possibly due to lead fracture. The lead was capped and replaced with a pacing lead. The shocks had severely depleted the cardiac resynchronization therapy defibrillator (crt-d) battery. The device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) due to the premature battery depletion and unexpected longevity. No further patient complications have been reported as a result of this event.